Manufacturer narrative:
Section d1: brand name corrected section d4: model number and catalog number corrected section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g4: PMA # corrected manufacturer's investigation conclusion: the reported event of fluid ingress on the 14v battery was not confirmed. No log files were submitted for review and the 14v battery was not returned for analysis. Additional information states the 14v battery got slightly wet in the shower while the patient was using the appropriate shower bag. The 14v battery was wiped dry and is still in use. A root cause for the reported event of fluid ingress could not be conclusively determined through this analysis. Heartmate 14 volt li-ion battery instructions for use explains the operation of batteries in the heartmate system. The IFU explains how to use the 14v batteries, including how to connect the 14v batteries to the appropriate battery clips, how to charge the battery, and how to check the charge level of the battery. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ informs the user to ¿never submerge the driveline, system controller, or any external system components (such as the 14v batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the pump to stop.¿ section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller, 14v battery, and battery clip must be kept dry at all times and to never swim or take baths. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ and heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ addresses how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the 14v battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that while admitted, the patients battery clip got soaked in water while they were showering. Two battery clips were to be returned. The site reported that the products had been used following the manual. The controller did not get wet. The battery had gotten a little bit wet; the product was used after it was wiped and dried.